Event description:
It was reported, that the device had a downstream occlusion alarm. There was unknown, patient involvement/patient harm reported.

Manufacturer narrative:
B3: unknown. No information has been provided to date. E: phone number ext: (B)(6). H3: the device was received for evaluation. Service history review identified, there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log found record of a downstream occlusion alarm. Visual and functional tests were performed, which found fluid ingression on the downstream occlusion (dso) sensor, mainboard and latch/lock area. The cause of the problem was contamination of those parts. So, the dso sensor, mainboard and latch/lock were all replaced to fix the issue.